Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted decmeber 31, 2019.

Manufacturer narrative:
This report is submitted on june 7, 2019.

Event description:
Per the clinic, the patient experienced non-auditory stimulation, pain, inflammation, dizziness and poor performance with the device use. Subsequently the patient was hospitalised and administered medication (type and date not reported). It was reported that an electrode had extruded into the ear canal.